Event description:
It was reported that the patient was going thru testing for a pain pump. Both times the patient could not urinate. The patient was getting a bladder scan and a biopsy and might have a turp (transurethral resection of the prostate) as well. It was unknown what medication was used during the trial. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).